Event description:
The manufacturer received information alleging incorrect operation. There was no harm or injury reported. During the onsite evaluation of the device by field service engineer (fse), it was found that the valve responsible for opening and closing during inspiration / expiration has given errors in the tests, both in the fio2 and pressure and flow tests. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging incorrect operation. There was no harm or injury reported. During the onsite evaluation of the device by field service engineer (fse), it was found that the valve responsible for opening and closing during inspiration / expiration has given errors in the tests, both in the fio2 and pressure and flow tests. Fse replaced the active exhalation control module valve and the solenoid valve to address the issue.